Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error message 41786, with a red alert. The issue was found during the annual maintenance, there was no patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. One device was received for evaluation. Visual and functional testing was able to confirm and duplicate the reported problem. The root cause was unable to be established. The main board was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.